Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease, reduced cardiopulmonary reserve. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously became aware that a user of the dreamstation 2 advance auto CPAP had states nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease, reduced cardiopulmonary reserve. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The updated b5 will be: the manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease, reduced cardiopulmonary reserve. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated in this follow-up.